Event description:
It was reported that unspecified bd infusion set leaked the following information was received by the initial reporter with the verbatim: clinician experienced: leakage. Leakage of unspecified sedation/analgesia. Interruption of therapy (not resulting in harm). Please see attached excel sheet for additional information.

Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer feedback stated that they experienced leakage from a bd standalone 0.2 micron filter. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.